Event description:
It was reported that the patient with this artificial urinary sphincter (aus) presented erosion into the urethra. The aus was explanted and replaced. There were no patient complications reported.